Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. Per additional information received, the reported event was found to be exempt from reporting, per exemption e1998006. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon due to balloon damage. The facility confirmed there was a crack on the catheter upon inspection. There were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon due to balloon damage. The facility confirmed there was a crack on the catheter upon inspection. There were no missing pieces.